Event description:
Info received indicates the reverse trendelenburg function is not working.

Manufacturer narrative:
The technician found a damaged cable on the nurse control panel cable assembly by the logic board. The technician replaced the nurse control cable assembly to repair the bed.